Event description:
The pacing impedance has trended up from ~800 ohms to now 1800 ohms on (B)(6) 2025. It was also reported that the shock impedance has trended up. Intermittent noise can be seen on the ff channel only. Full lead evaluation recommended in person. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.